Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system section: impella catheter in papillary muscle ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: warnings & cautions: warnings "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported that following impella 5.5 implantation a thrombus was discovered in the left ventricle. The pump was monitored for evidence of clot ingestion and showed lower than expected flows and de-coupled lv and ao waveforms. Additionally, the patient developed a gastrointestinal bleed. One unit of packed red blood cells was transfused and an esophagogastroduodenoscopy was performed. It was further reported that a head CT showed a possible infarct but the angiography was negative for thrombus. The patient was successfully weaned from the pump and survived. After explant, a thrombus was noted in the pump outflow, and an MRI showed scattered embolic throughout brainstem, cerebellum, and cerebrum.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Vascular damage - peripheral vessel: after 4 days on support, gi bleed occurred. 1 unit prbcs given, pt remained supratherauetic on heparin, dose adjusted, no further bleeding episodes. The pump was not returned. The cause of the vascular damage - peripheral vessel was not determined since product was not returned and insufficient clinical details. Low pump flow: after implant, concern for lower than expected flows and de-coupled lv and ao waveforms. Team concerned with clotting. The pump was not returned. Data log review showed first half of the case had low snr/contrast along with ps that was very noisy before improving around the fifth day of support. Flows at p-9 (expected to be 5.0-5.5l/min) trend down to 4.9l/min on (B)(6) 2025 just before 0600. The rt logs at this time were not returned and clinical details do not account for why these low flows occurred. The cause of the low pump flow was not determined since product was not returned, inconclusive data log review, and insufficient clinical details provided. Optical signal issue: after implant, concern for lower-than-expected flows and de-coupled lv and ao waveforms. The pump was not explanted at time of noted ao waveform de-coupling. The pump was not returned. Data log review showed first half of the case had low snr/contrast along with ps that was very noisy before improving around the fifth day of support. The cause of the optical signal issue was not determined since product was not returned, inconclusive data log review, and insufficient clinical details provided. Thrombus: during support at an unknown time, cta came back negative for thrombus. However, upon pump explant, bedside rn noted thrombus on pump outflow cage. MRI of the head was done which showed scattered embolic throughout brainstem, cerebellum, and cerebrum. The pump was not returned. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency) ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) ¿medications or treatments that the patient was receiving at the time of thrombus formation ¿surgical or procedural details if applicable (e.g, cardiac catheterization) ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. Stroke/cva: during support on 5.5 while pt sedated and weaning off ventilation, concern for cva arose. CT on day 8 was negative for cva. On explant on day 9, MRI of the head was done which showed scattered embolic throughout brainstem, cerebellum, and cerebrum. Strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates.